Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood. Final analysis found no indication of conductor fractures or internal shorts. X-ray examination found no anomalies. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture while the right atrial (ra) lead exhibited high capture threshold. Additionally, the rv lead helix failed to retract while the ra lead failed to have the stylet advanced inside during revision. Both the ra and rv leads were explanted and replaced. The patient was in stable condition.